Event description:
The device was used during a breast biopsy. Reportedly, the pt was re-admitted to the hospital for bleeding. No blood transfusion was required. The hospital has reported the pt's condition is satisfactory.